Manufacturer narrative:
H10: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm magna ease has been placed under consideration for a valve-in-valve after an implant duration of 6 years, 7 months due to uknown reason.

Event description:
It was reported that a patient with a 21mm magna ease has been placed under consideration for a valve-in-valve after an implant duration of 6 years, 7 months due to unknown reason. The patient presented to clinic with minimal symptoms prior to procedure. The tavr was postponed. The patient will be re-evaluated in september.

Manufacturer narrative:
Based on the information available, a definitive root cause cannot be conclusively determined. All pertinent information available to edwards lifesciences has been submitted.